Event description:
Just curious about (B)(6) opinion on the hey epic, functionality for verbally ordering medications. (B)(6). Submission ID: (B)(4). Our health system is reviewing a list of sounds-alike medications that will alert the provider to the potential for medication error. Circumstances of events have the capacity to cause error.